Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/14/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed the external visual inspection. "Call tech support" error was observed on the screen. Functional testing was performed and the test passed. The customer complaint was not confirmed because the receiver has audio. The root cause could not be determined.

Manufacturer narrative:
(B)(4)